Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for high blood glucose level was performed. Customer's blood glucose levels were treated with manual injection. Customer was admitted into the emergency room because of high blood glucose levels for 3 days straight. Customer was wearing the insulin pump at the time of the hospital visit. Customer's mother called back to continue troubleshooting. Customer was advised to change out the entire set and reservoir and to treat their blood glucose levels per their health care provider's instructions. Customer's mother advised customer may be sick or hormonal which may be causing the high blood glucose levels. Customer slept on the insulin pump the night before the hospitalization and received a no delivery alarm. Customer through away the complete set.